Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent an unspecified spinal surgery at th6-s2 levels.on an unknown date, post-op, the implanted rod broke near l3/4 and l4/5. The patient had pain due to rod breakage. The patient underwent revision surgery for rod reinforcement.on (B)(6) the rod was replaced with new one and formed in 4-rod.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.